Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found that there was an issue with a fuse on the pcb power module which burnt the fuse housing. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes "1" malfunction event where the fuse housing was burnt on the i800 analyzer. There were no patients involved in the event. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.